Manufacturer narrative:
Submit date: 8/20/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that a single lumen PICC line covidien/argyle # 43309 leaked on the same baby per the nurse's report. It was placed on (B)(6) and started leaking in the early hours of (B)(6).

Manufacturer narrative:
A review of the device history report (DHR) for lot no. 1712400293 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. This product is also subject to 100% leak testing. Therefore, a leakage would be detected during these processes the reported customer complaint could not be confirmed. A root cause could not be determined. No corrective or preventive action is planned at this time. This complaint will be used for tracking and trending purposes.